Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device replacement procedure. It was noted that the right atrial lead exhibited low impedance and phrenic nerve stimulation. During the procedure, the physician noted insulation damage. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.